Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm the customer reported failure mode. However, the instrument was noted to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci procedure, the customer observed the tips of the instrument were not aligned. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.